Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process. The blood glucose reading was 302 mg/dl. The customer stated that she did not want to go through troubleshooting again and requested replacement of the insulin pump. She was trying to treat using the insulin pump and stated that insulin did not exit. She tried again using a new infusion set with the current reservoir, and insulin did not exit the tubing. She tried again with a new reservoir and reported that changing the reservoir resolved the issue. The insulin pump did not alarm no delivery with the manual prime. Advised return of the reservoir for analysis. The customer advised that she would wait on replacing the insulin pump since it was just a reservoir problem. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.